Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture/deflation" (device fill type is unknown).

Event description:
Healthcare professional reported "rupture/deflation". Device fill type, manufacturer, and affected side are unknown. The device has been explanted. This relates to the right side record.